Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant; therefore, the expiration date of the disposable novasure device is not known. Serial number of the radio frequency controller not provided by the complainant. Neither the device nor radio frequency controller is being returned; therefore, a failure analysis of this novasure system cannot be completed. Identification numbers not provided by the complainant; therefore, the manufacture date of the disposable device and radio frequency controller is not known. Device history record (DHR) review could not be conducted for the novasure system as ID numbers were not provided by the complainant. (B)(4).

Event description:
It was reported that an uneventful novasure endometrial ablation was performed on (B)(6) 2010. A post-hysteroscopy confirmed a "cauterized endometrial surface with no evidence of perforation." Thirty-six hours post-operatively, the pt went to the emergency dept and presented with severe abdominal pain. The pt was admitted for observation. A computed tomography (CT) scan indicated "free air in the abdomen but the pt was afebrile with normal blood count." Over the next 12 hours, she developed an acute abdomen and was taken to the operating room. Two perforations were noted on the uterine fundus with evidence of cautery. A perforation of the duodenum associated with cautery was also noted. A portion of the bowel was resected and a re-anastamosis was performed. The pt did well post-operatively and discharged home (date unk) in stable condition.